Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had error. The customer¿s blood glucose value was 299 mg/dl. The customer was assisted with troubleshooting. The customer also reported that the insulin pump was not able to rewind, did not pass displacement test. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected pump error 37 alarm or device test failed alarm noted during testing.